Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable high troponin t hs stat result for one patient sample from the cobas e411 disk analyzer. The initial result was 180.6 ng/l with a data flag and was reported outside of the laboratory to the doctor. Three hours later, a second sample from the patient was tested and the result was "normal". No specific data was provided. The customer therefore repeated the first sample on (B)(6) 2018 and the result was 3.42 ng/l. There was no allegation of an adverse event. The reagent lot number was 305646. The expiration date was requested but was not provided. The qc results were in range on the day of the event. The investigation did not identify a product problem. The cause of the event could not be determined.